Event description:
Allegedly, this is the third time this exact lightsource has been repaired. During the first repair round, there were no problems found with the item, but when the unit was received, it did not work. During the second repair, an integrating rod and the lamp ballast was replaced, as it was found that the rod was broke and the ballast had failure. Allegedly, during a case, the lightsource failed, it was very very dark, it then went out; the anesthetist was jiggling wires and unplugging and re-connecting things in the middle of a lap chole. The case was completed. It was further reported that this time the light source is completely damaged and not working at all.

Manufacturer narrative:
Additional information will be provided once investigation is completed.